Event description:
It was reported the patient had been having a few problems with their boluses. The reporter stated that when their healthcare professional (hcp) changed the medication in their pump they had a episode two weeks ago that was horrible. It was noted that it started (B)(6) 2014. It was further noted that both of the patient¿s knees started cramping up horrible. The reporter further stated they were trying to sleep to get out of the pain. It was noted the patient could have eight boluses in a 24 hour period and they would try to sleep between the boluses. The reporter stated that by 2-3 in the morning they woke up and could not have any more boluses. The reporter further stated the pain was horrific. It was noted the patient also had an issue with potassium that got a little low. It was further noted that on (B)(6) 2014, the patient woke and tried to give themselves a bolus, but saw they had seven hours to wait. The reporter stated their knees had quieted down, but their low back pain started in. The reporter further stated they could not sit still, got to sleep, and was yelling and crying. It was noted the patient had plates from l4 to s1 and screws to hold the plates. It was further noted the patient ended up going to the hospital and the hcp though the patient was going through withdrawal. The reporter stated the pump was not alarming and their hcp had been changing the medicine for the last three refills. It was noted that the first time the patient¿s hcp increased the morphine and left the fentanyl down. The reporter stated they punt an IV in and they were given dopamine and valium in the IV. The reporter further stated that a couple hours later they were given percocet before they left the hospital. It was noted the patient saw their hcp the following monday morning on (B)(6) 2014. It was further noted the patient stated their pump was filled yesterday. The reporter stated their hcp now raised the fentanyl and decreased the morphine in their pump. The reporter further stated the hcp gave them a large bolus yesterday and they could not have another bolus until the hcp¿s was out of the system. It was noted the patient thought the ¿timing had changed.¿ it was noted that for the last 3-6 months the patient¿s hcp had been changing the drug in the pump. The reporter stated they had been having trouble making it th rough the month without feeling like they are dying. The reporter further stated they could not get their bolus and they get a code. It was noted the patient had been on norco and arcana for breakthrough pain for years until their last three medication changes. It was further noted the patient completely got off of it three months ago. It was noted the patient had the same catheter that they had since the beginning. It was noted the patient had been really sick with the flu for the last three weeks. The reporter stated they also feel the drug has ¿washed her brains out and they were slow.¿ the reporter further stated they had clonidine in their pump, but they did not see that listed on the print out dated (B)(6) 2014. It was noted the patient stated that was what their hcp told them they had in their pump. The pump contained fentanyl, adenosine, and morphine. Additional information received reported the patient never mentioned any of this at their appointment on (B)(6) 2014. The reporter stated there were no issues at all. Additional information received reported the patient had the starts of dementia and they do not understand what they were told and were very non-compliant. The reporter stated the ptm issue was because a hcps bolus was in progress. It was noted the patient¿s dosing had changed, but there was no complaint associated with it. It was further noted the device was working well. The reporter stated the potassium issue was unrelated to the device or therapy and it was because the patient was not taking their medication as prescribed. The reporter further stated there were no issues at all. It was noted the hcp was going to call the patient¿s daughter and explain these things to her and the patient was very confused. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8703, lot # j94142102, implanted: (B)(6) 1994, product type catheter; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).